Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted during a procedure on (B)(6) 2011. According to the complainant, the patient experienced an abdominal pain, back pain, constipation, cramping, dizziness, fatigue, nausea, pelvic pain, shortness of breath, vaginal bleeding, passing blood clots and pain during sexual intercourse. Reportedly, the patient underwent correctional surgery on (B)(6) 2011. All other information, including the patient's current condition, is unknown and reportedly unavailable.